Manufacturer narrative:
Expiration date: 01/31/2022. The lot was manufactured between february 07, 2019 and february 09, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak at the spike port cap from the base of the spike port was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. This event occurred after the bag had been spiked by the nurse. There was no patient involvement. No additional information is available.